Event description:
Customer alleged that the bed exit alarm is not working, no impact on patient or staff. Bed is out of service.

Manufacturer narrative:
Technician troubleshot scale pcb, reconnected. This resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.